Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error and is unable to clear it. Customer stated the insulin pump was not exposed to moisture. Customer reported that the issue resulted in over delivering insulin and that caused his low blood glucose of 52 mg/dl. Customer treated with food ingestion. Nothing further reported.